Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. No further information was provided.